Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the investigation of this event was only based on the information provided along with the IFU of the complaint device. The provided information did not include imaging why it was not possible to determine the cause of the reported type ib entry flow/false lumen enlargement. However re-entries are known to cause false lumen growth. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) patient underwent repair of an aorta dissection with zteg-2p-38-152-pf-d (B)(4) and gzsd-46-123-2 (B)(4). Final confirmatory angiography after placement of the devices confirmed distal type I entry flow. Additional information received 05jun2015: final confirmatory angiography after placement of the devices also confirmed proximal type I entry flow at abdominal lesion. Additional information received 25jun2015: proximal type I entry flow at abdominal lesion was meant to be reentry. The patient's anatomical form was suitable for the procedure, and the area of the stent placement was in range. The physician did not do any additional procedure to treat entry flow. The patient has a medical history of type a thoracic dissecting aortic aneurysm, and vascular prosthesis implantation was performed. The physician guessed that the reason of the entry flow was distal type I entry flow, since reentry site was placed with bare stent. Additional information received 01jul2015: the physician did not do any additional procedure to treat entry flow, because the flow disappear with heparin neutralization. Additional information received 14aug2015: 1 month and 3 months follow up report were provided from the facility. Distal type I entry flow was not reported either 1 month follow up or 3 months follow up. On (B)(6) 2015: 1-month f/u CT angio confirmed enlargement of the false lumen compared with after procedure. (Thoracic: 13 mm to 14 mm / abdominal: 23 mm to 27 mm). On (B)(6) 2015: 3-month f/u CT angio confirmed enlargement of the false lumen compared with 1-month f/u. (Thoracic: 14 mm to 19 mm / abdominal: 27 mm to 25 mm). Additional information received 05oct2016: information is amendment by site query reported, provided by the physician. Observation of "distal type I entry flow" at "during surgery" is amended to "re-entry flow." Patient outcome: unknown as information was not provided.